Event description:
Boston scientific (bsc) crm received information that one month post the implant procedure, this right ventricular (rv) lead 4137 was removed without issue, and replaced with a new rv lead 4136 due to high thresholds and microdislodgement. No adverse patient effects were reported.